Event description:
During a right total knee replacement, when making the distal femoral cut the locking mechanism of the mics handpiece became loose. The surgeon used the green probe to check the handpiece checkpoint and it was about 4mm off passing. We changed the mics handpiece, re-registered the robot, and continued the case. It added about 10 minutes onto the case length due to changing the mics. No harm was done to the patient as no cuts were made with the broken mics handpiece. Update from mps: the mics collar became loose and was moving up and down when it should have been locked.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: serial number: (B)(6) , batch number: 586; evaluation 1: collar - loose screws; evaluation 2: cable- soak cap lanyard damaged; evaluation 3: failed ground bond test 1; defective cable. Reported condition confirmed: no. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.